Manufacturer narrative:
Additional information was received that the missing silicone in the clik anchor was removed by the physician from the patient. Sc-2316-50 (sn: (B)(4)) the complaint was confirmed 7 out of 16 cables was fractured at the kinked section of the lead body where the clik anchor was positioned, 1 cm from the set screw mark. In addition, the lead body was sharply bent near the retention sleeve. No cables were exposed. Sc-2316-70 (sn (B)(4)) the complaint was confirmed. All 16 were fractured at the kinked sections of the lead body where the clik anchor was positioned, 1 cm from the set screw mark. In addition, the lead body was sharply bent near the retention sleeve, and several cables were fractured and exposed. Sc-3400-30 (sn (B)(4)) visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found. Sc-4316 (ln 18059562) one of the eyelets was torn, and a piece of silicone material was missing.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that one of the leads was completely out and the other lead had a great majority of contacts out. Database analysis revealed high impedances on five contacts on port ab and sixteen contacts on port cd. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads, lead splitters and clik anchor were replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 18059562, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that one of the leads was completely out and the other lead had a great majority of contacts out. Database analysis revealed high impedances on five contacts on port ab and sixteen contacts on port cd. The patient will undergo lead replacement procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion1x16 perc lead kit-50cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that one of the leads was completely out and the other lead had a great majority of contacts out. Database analysis revealed high impedances on five contacts on port ab and sixteen contacts on port cd. The patient will undergo lead replacement procedure.